Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling a cartridge, the customer noted insulin squirting out of the cartridge o-ring. The customer's blood glucose (bg) level was 419 mg/dl. During troubleshooting with tandem technical support, it was noted that instead of filling a brand new cartridge, the customer had loaded a previous cartridge with an additional 200 units. However, the cartridge already contained 153 units of insulin, prior to the customer adding insulin. As a result, the cartridge bag had ruptured and insulin was leaking out of the cartridge o-ring. The customer was able to load a new cartridge successfully and deliver a correction bolus to bring bg level back to target.